Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of reported error code e433 displayed and a missing control audio knob at the back that was found during maintenance. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable error message malfunction reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional issue (non-reportable) was identified during inspection: the footswitch that came with the unit has the cable sheath damaged next to the foot pedal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the generator board is the cause of the error. This issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.